Event description:
No new information.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Manufacturer narrative:
Upon inspection of the returned device, an updated catalog number was confirmed and indicates that this device is approved for use in the us. This is reportable to the FDA. Corrected data: d1, d4, g1. Additional data: b5, d9, g4, h3, h4 h6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that a patient was revised to address a fractured es2 hex straight rod.

Event description:
A company representative reported that a patient will be revised to address a fractured es2 rod.

Manufacturer narrative:
An updated device catalog number provided from the field indicates that this device is not approved for use in the us. Therefore, this event is no longer reportable to the FDA.

Event description:
No new information.